Event description:
It was reported that the pump's touchscreen was cracked and shattered, rendering it illegible and preventing interaction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer decided to use multiple daily injections as backup therapy and was instructed by cts on putting the pump into storage mode before returning it. Cts confirmed the shipping address, arranged for a replacement pump, and provided a pre-paid label for returning the damaged pump within 10 days.